Event description:
The facility representative reported a flogard infusion pump that did not function. Upon further review by the quality engineer, the reported condition was confirmed as a force sensing resitor issue. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury, medical intervention, or adverse reaction associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem of did not function was confirmed by quality engineering as a damaged right force sensing resistor during device evaluation. Right force sensing resistor was replaced to resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.